Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an intermittent power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/02/2017 with the following findings: the power issue could not be duplicated or confirmed during investigation. Review of the black box showed no related issues or alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, two battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap was able to secure properly to the pump.